Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a port placement procedure, the distal end of the sheath was allegedly damaged and unable to be inserted. There was no reported patient contact.

Event description:
It was reported that during a port placement procedure, the distal end of the sheath was allegedly damaged and unable to be inserted. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device returned was one 8 fr introducer/dilator assembly. Visual evaluation and microscopic evaluation found the device to be slightly bent along the shaft and to exhibit buckling near the tip of the sheath. The dilator tip was broken such that it terminated at a shallow angle. Blunting, whitening, and evidence of tearing were noted. Functional testing found that the dilator could be disengaged from and re-engaged onto the sheath. The complaint of a damaged introducer sheath is confirmed. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Possible contributing factors include not rotating the macro introducer during insertion of the guidewire or having an insufficient skin nick. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.